Event description:
It was reported, the deflectable videoscope error marking appears on the screen and it does not show up. The issue occurred during inspection for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely the result of damage to the image sensor unit (such as disconnection) or breakage of mounting components (such as the integrated circuit chip or capacitor) on the electric board due to usage stress, external factors, or mishandling. The event can be prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated event 1. Olympus will continue to monitor field performance for this device.